Event description:
Pt developed symptoms of hypersensitivity at injection sites and a positive skintest after treatment after receiving collagen injection. Physician has treated pt with topical desowen, oral benadryl and oral prednisone, and intralesional kenalog.